Event description:
It was reported that the week prior to the report their programs were ¿switched on all the high frequencies and the setting wanted to jump from 6 to 9 and shock me on its¿ own.¿ an overstimulation sensation was reported. A shocking or jolting sensation was reported. The day of the report their stimulation suddenly jumped from 6.0 to 9.0 and was quite painful. They would sit down and ¿it would do it and then get up.¿ the patient was due to change programs the afternoon of the report anyway; ¿about this time every day to see what happens.¿ the patient wanted to know if they should change to another program. The patient had another doctor appointment in 10 days. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that that the cause of the event was determined. It was related to the device and reprogramming was needed. It was noted that adjustments to the adaptive stimulation settings were performed on (B)(6) 2014. The upright and mobile settings needed to be decreased. No troubleshooting was necessary. The patient did not experience a loss of therapeutic effect or loss of stimulation. The patient recovered without permanent impairment. The patient was still having concerns regarding the device or therapy, but she was working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).